Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ("great inconvenience and discomforts") and device breakage ("she has remains of the product inside the left horn") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fallopian tube disorder (patient had one fallopian tube). In (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("she has remains of the product inside in the left horn"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy was performed on (B)(6) 2016). At the time of the report, the pelvic discomfort had resolved with sequelae and the device breakage and complication of device removal had not resolved. The reporter considered device breakage and pelvic discomfort to be related to essure. The reporter provided no causality assessment for complication of device removal with essure. The reporter commented: on (B)(6) 2017 she had consultation in gynecology confirming that she has remains of the product inside the left horn, for which the patient will need a surgery to remove the uterus. She was requesting a compensation due to the damages caused. Furthermore she explained that she was not informed about the adverse effects or contraindications as in her case, one fallopian tube. Nowadays, the symptoms have improved but she is presenting sequels (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: remains of essure in left horn company causality comment: this spontaneous consumer report refers to a female patient of unspecified age who had one essure (fallopian tube occlusion insert) inserted (patient only had one tube) and experienced great inconvenience and discomfort (interpreted as pelvic discomfort), whereupon she underwent left salpingectomy for essure removal 5 years after its placement. The symptoms improved with sequelae. Six weeks after surgery, she was found to have remains of the product inside the left horn (interpreted as device breakage and incomplete device removal). Hysterectomy was being considered. Pelvic discomfort and device breakage, serious due to medical significance, are anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, no clinical details were provided, but considering the nature of the event and the improvement after salpingectomy, a causality of essure cannot be excluded (related). Considering the device breakage, no information was available as to the circumstances potentially triggering the breakage. In the absence of alternative explanations, an inherent causality of essure cannot be excluded (related). This case was classified as incident because of surgical device removal. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), device breakage ("she has remains of the product inside the left horn / fragments of essure remained in uterus"), immune system disorder ("her immunological system was affected"), vitreous detachment ("acute posterior vitreous detachment on right eye, posterior vitreous detachment in both eyes without retinal") and helicobacter gastritis ("chronic antral gastritis with slight inflammatory activity, presence of helicobacter pylori") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was only inserted on left fallopian tube". The patient's past medical history included fallopian tube disorder (only one (left) fallopian tube), ectopic pregnancy, salpingectomy (right), multigravida (4), parity 2, spontaneous abortion (1 with curettage), uterine abrasion, fibroadenoma, retinal tear and dizziness (lasted several months, remitted progressively (otolaryngology and ophthalmology without findings)) in 2000. Menarche at age 14 years. Pilates twice per week started in the past and continued. Concurrent conditions included congenital fallopian tube anomaly. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pain in extremity ("pain on left leg to the foot on day of insertion "). In 2011, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced vitreous floaters ("myodesopsias"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("she has remains of the product inside in the left horn"). In 2016, the patient experienced the first episode of amenorrhoea ("amenorrhea"). In 2017, the patient experienced the second episode of amenorrhoea ("amenorrhea"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), discomfort ("great inconvenience and discomforts, ailments"), back pain ("sacrum-coccyx pain, lumbar pain"), loss of libido ("lost her sexual and couple life"), immune system disorder (seriousness criterion medically significant), sciatica ("sciatica"), neck pain ("mechanical cervicalgia which irradiates to left upper limb/ mechanical cervicalgia, pain on bilateral paravertebral cervical musculature"), nausea ("nausea"), dizziness postural ("dizziness when changing posture, with kinetics"), abdominal distension ("bloating sensation"), dysphonia ("dysphonia"), reflux laryngitis ("laryngitis by reflux/ peptic laryngitis"), vitreous detachment (seriousness criterion medically significant), coccydynia ("coccydynia, coccyx pain"), the first episode of headache ("right hemicranial headache, headache of right retro orbital predominance"), the first episode of eye pain ("pain in right eyeball"), cervicobrachial syndrome ("left cervicobrachialgia, left brachialgia") with back pain, pineal gland cyst ("8 mm pineal cyst"), tinnitus ("ringing"), the first episode of photophobia ("photophobia"), vision blurred ("blurry vision of predominance on right hemifield"), head discomfort ("feels dull"), migraine with aura ("frequent episodic migraine, with possible visual aura and pericranial hyperalgesia"), vertigo ("vertigo, rotatory dizziness"), depression ("depression") with apathy and fatigue, abdominal pain ("progressive pain on leg and abdominal level"), the second episode of eye pain ("periocular discomforts accompanied by photophobia"), asthenia ("asthenia"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") with abdominal pain upper, dysphagia and nausea, dyspepsia ("digestive problem, post prandial heaviness"), the second episode of photophobia ("intense photophobia"), hiatus hernia ("type I hiatus hernia of about 2 cm"), helicobacter gastritis (seriousness criterion medically significant), weight increased ("gained weight "), lactose intolerance ("slight lactose intolerance"), menopause ("perimenopause"), vomiting ("vomiting"), the second episode of headache ("headache once per moth associated to menstruation and another punctual episode"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels") and cerebral disorder ("cerebral null"). The patient was treated with celecoxib (artilog), sulpiride (dogmatil), omeprazole, dexketoprofen trometamol (enantyum), betahistine hydrochloride (serc), nadolol, ranitidine, metamizole magnesium (nolotil), clarithromycin, domperidone, naproxen, flunarizine, amoxicillin, ibuprofen, metamizole sodium (metamizole), surgery (left salpingectomy on (B)(6) 2017), surgery (new surgery for essure removal), physical therapy, psychotherapy, physical therapy and physical therapy. Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis and discomfort had resolved with sequelae, the device breakage, complication of device removal and the last episode of headache had not resolved, the pelvic pain, back pain, pain in extremity, loss of libido, immune system disorder, sciatica, neck pain, nausea, abdominal distension, dysphonia, reflux laryngitis, vitreous floaters, vitreous detachment, coccydynia, cervicobrachial syndrome, pineal gland cyst, tinnitus, vision blurred, head discomfort, vertigo, depression, abdominal pain, the last episode of eye pain, gastrooesophageal reflux disease, the last episode of photophobia, hiatus hernia, weight increased, lactose intolerance, menopause, vomiting, adverse event and mental disorder outcome was unknown, the dizziness postural was resolving and the migraine with aura, helicobacter gastritis and the last episode of amenorrhoea had resolved. The reporter provided no causality assessment for asthenia, cervicobrachial syndrome, complication of device removal, depression, dizziness postural, dyspepsia, dysphonia, gastrooesophageal reflux disease, head discomfort, helicobacter gastritis, hiatus hernia, lactose intolerance, menopause, migraine with aura, nausea, neck pain, pelvic pain, pineal gland cyst, reflux laryngitis, tinnitus, vertigo, vision blurred, vitreous detachment, vitreous floaters, vomiting, weight increased, the first episode of amenorrhoea, the first episode of eye pain, the first episode of photophobia, the second episode of amenorrhoea, the second episode of eye pain, the second episode of headache and the second episode of photophobia with essure. The reporter considered abdominal distension, abdominal pain, adverse event, back pain, coccydynia, device breakage, discomfort, immune system disorder, loss of libido, mental disorder, pain in extremity, salpingitis, sciatica and the first episode of headache to be related to essure. No further causality assessment were provided for the product. The reporter commented: on 26-apr-2017 she had consultation in gynecology confirming that she has remains of the product inside the left horn, for which the patient will need a surgery to remove the uterus. She was requesting a compensation due to the damages caused. Furthermore she explained that she was not informed about the adverse effects or contraindications as in her case, one fallopian tube. Nowadays, the symptoms have improved but she is presenting sequels (unspecified). As consequence of secondary effects, patient underwent bilateral salpingectomy (discrepancy considering previous reported one fallopian tube), however as device was not completely removed, fragments of essure remained in uterus, reason for which she required an new surgery for it s removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Gynaecological examination - on (B)(6) 2017: remains of essure in left horn --anteroposterior and lateral cervical column x ray - on (B)(6) 2013: result: no alterations (no previous test provided) -otorhinolaryngologic exploration ¿ on (B)(6) 2013: result: without findings. Diagnosis: dizziness of doubtful vestibular origin -endoscopy ¿ on (B)(6) 2013: result: laryngitis by reflux -thyroids ultrasound ¿ on (B)(6) 2014: result: without significant findings. -fibrolaringoscopy ¿ on (B)(6) 2014: result: without alterations. Diagnosis: vestibular pathology was discarded. Peptic laryngitis. -ophthalmologic exploration ¿ on (B)(6) 2014: result: visual acuity on right eye 1 (without correction); visual acuity on left eye 0.9 (without correction); subjective refraction -0.50x80 av 1, +0.25 -0.50 x 90 av1, add +1.00. Biomicroscopy (anterior segment): normal anterior pole. Intraocular pressure (right eye) 14,00; intraocular pressure (left eye) 15,00. Back of the eye: goldman from right eye: normal optic nerve head, normal macula and vessels, clear vitreous, periphery without alterations. Binocular left eye, laser impacts at xi h, rest of exploration is normal. Diagnosis: acute posterior vitreous detachment on right -physical exploration - on (B)(6) 2015: result: paravertebral discomfort. Global bm 4/5. Clinical judgment: left cervicobrachalgia. -MRI cervical spine ¿ on (B)(6) 2015: result: 8 mm pineal cyst. Conclusion: without significant alterations (no previous report available) -physical exploration ¿ on (B)(6) 2015: result: : bilateral paravertebral discomforts. Points of pericranial myofascial pain. Discomfort at palpation of right gon. Diagnosis: frequent episodic migraine, with possible visual aura and perocfranial hyperalgesia. Dizziness of unspecified characteristics. -brain MRI ¿ on (B)(6) 2016: result: two small, undetermined hyper intensities, likely without pathologic meaning. -gynecological vaginal exploration, speculoscopy / ultrasound ¿ on (B)(6) 2016: diagnosis: normal. -allergy test ¿ on (B)(6) 2016: epicutaneous patches with true test+metals+methacrylates placed: on (B)(6) 2016: negative allergy tests obtained. -consultation ¿ on (B)(6) 2016: result: diagnosis: dysphagia. Likely gastroesophageal reflux disease (gerd). -gastroscopy ¿ on (B)(6) 2016: result: diagnosis: type I hiatus hernia of about 2 cm. Suggestive image of chronic antral gastritis. Gastric antrum biopsy: moderate superficial chronic gastritis on gastric mucosa of antral type with slight inflammatory activity. Positive presence of helicobacter pylori. Distal esophagus biopsy: pavement esophageal mucosa without histological relevant lesions. Diagnosis: gerd. Hiatus hernia. Chronic gastritis with positive h. Pylori eradicated with oca 10. -lactose intolerance tests ¿ on (B)(6) 2017: result: slight lactose intolerance. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: 1.salpingitis. The analysis in the global safety database revealed 118 cases. 2.device breakage. The analysis in the global safety database revealed 2551 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events aesthetic damage, psychological sequels, cerebral null were added. Patient's initials were added. Reporters information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ('chronic salpingitis and oophoritis') and device breakage ('remains inside the left horn / fragments of essure remained in uterus') in a 44-year-old female patient who had essure (batch no. 731813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was only inserted on left fallopian tube." The patient's medical history included posterior vitreous detachment (bilateral, no retinal lesions) on (B)(6) 2015, sensation of block in ear (blocking) on (B)(6) 2010, pigmented nevus on (B)(6) 2010, low back pain (without irradiation) in 2003, phlebitis in 2002, fibroadenoma of breast (right) in 2002, duodenal ulcer in 2002, dizziness (constant, lasted several months, remitted progressively (otolaryngology and ophthalmology without findings) in 2000, ectopic pregnancy, salpingectomy (right salpingectomy due to ectopic pregnancy), multigravida 4, vomiting during pregnancy on (B)(6) 2002, parity 2, spontaneous abortion (1 with curettage), uterine abrasion, retinal tear and non-smoker. Menarche at age 14 years. Pilates twice per week started in the past and continued. No known allergies. Concurrent conditions included lipoma (on left floating rib) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pelvic pain") and pain in extremity ("pain on left leg to the foot on day of insertion"). In (B)(6) 2012, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2013, the patient experienced dizziness postural ("dizziness when changing posture, with kinetics"). In 2014, the patient experienced headache ("right hemicranial headache, headache of right retro orbital predominance/ headache once per month") and vitreous floaters ("myodesopsias"). On (B)(6) 2016, the patient experienced helicobacter gastritis ("chronic antral gastritis with slight inflammatory activity, presence of helicobacter pylori"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("she has remains of the product inside in the left horn"). On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), abdominal pain ("progressive pain on leg and abdominal level"), back pain ("sacrum-coccyx pain, lumbar pain"), abdominal distension ("bloating sensation"), discomfort ("great inconvenience and discomforts, ailments"), immune system disorder ("her immunological system was affected"), sciatica ("sciatica"), loss of libido ("lost her sexual and couple life"), nausea ("nausea"), dysphonia ("dysphonia"), reflux laryngitis ("laryngitis by reflux/ peptic laryngitis"), vitreous detachment ("acute posterior vitreous detachment on right eye, posterior vitreous detachment in both eyes without retinal"), coccydynia ("coccydynia, coccyx pain"), eye pain ("pain in right eyeball"), cervicobrachial syndrome ("left cervicobrachialgia, left brachialgia") with back pain and neck pain, pineal gland cyst ("8 mm pineal cyst"), tinnitus ("ringing"), vision blurred ("blurry vision of predominance on right hemifield"), head discomfort ("feels dull"), migraine with aura ("frequent episodic migraine, with possible visual aura and pericranial hyperalgesia") with photophobia and periorbital pain, vertigo ("vertigo, rotatory dizziness"), depression ("depression") with apathy and fatigue, asthenia ("asthenia"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") with abdominal pain upper, dysphagia, dyspepsia and nausea, hiatus hernia ("type I hiatus hernia of about 2 cm"), lactose intolerance ("slight lactose intolerance"), menopause ("perimenopause") and vomiting ("vomiting") and was found to have weight increased ("gained weight "). The patient was treated with amoxicillin, betahistine hydrochloride, celecoxib (artilog), clarithromycin, dexketoprofen trometamol (enantyum), diazepam, domperidone, flunarizine, ibuprofen, metamizole, metamizole magnesium (nolotil), nadolol, naproxen, omeprazole, ranitidine, sulpiride (dogmatil), physical therapy, psychotherapy and surgery (left salpingectomy on (B)(6) 2017 and new surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the salpingo-oophoritis and discomfort had resolved with sequelae, the device breakage, headache and complication of device removal had not resolved, the pelvic pain, abdominal pain, back pain, abdominal distension, immune system disorder, pain in extremity, sciatica, loss of libido, nausea, dysphonia, reflux laryngitis, vitreous floaters, vitreous detachment, coccydynia, eye pain, cervicobrachial syndrome, pineal gland cyst, tinnitus, vision blurred, head discomfort, vertigo, depression, gastrooesophageal reflux disease, hiatus hernia, weight increased, lactose intolerance, menopause and vomiting outcome was unknown, the amenorrhoea, migraine with aura and helicobacter gastritis had resolved and the dizziness postural was resolving. The reporter provided no causality assessment for amenorrhoea, asthenia, cervicobrachial syndrome, complication of device removal, depression, dizziness postural, dysphonia, eye pain, gastrooesophageal reflux disease, head discomfort, helicobacter gastritis, hiatus hernia, lactose intolerance, menopause, migraine with aura, nausea, pelvic pain, pineal gland cyst, reflux laryngitis, tinnitus, vertigo, vision blurred, vitreous detachment, vitreous floaters, vomiting and weight increased with essure. The reporter considered abdominal distension, abdominal pain, back pain, coccydynia, device breakage, discomfort, headache, immune system disorder, loss of libido, pain in extremity, salpingo-oophoritis and sciatica to be related to essure. No further causality assessment were provided for the product. The reporter commented: after essure removal, patient reported a significant improvement after surgery, but continued to suffer from pelvic pain/ discomfort, headaches, non-specific pharyngitis, migraine with possible visual aura and pericranial hyperalgia, among others. Psychological sequels. On (B)(6) 2017 she had consultation in gynecology confirming that she has remains of the product inside the left horn, for which the patient will need a surgery to remove the uterus. She was requesting a compensation due to the damages caused. Furthermore she explained that she was not informed about the adverse effects or contraindications as in her case, one fallopian tube. Nowdays, the symptoms have improved but she is presenting sequels (cosmetic damage, others unspecified). As consequence of secondary effects, patient underwent bilateral salpingectomy (discrepancy considering previous reported one fallopian tube), however as device was not completely removed, fragments of essure remained in uterus, reason for which she required an new surgery for its removal. As per consultation of (B)(6) 2020, the ultrasound findings were interpreted as fibrosis (post withdrawal). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Allergy test on (B)(6) 2016: true test negative, no metal allergy, type IV hypersensitivity reaction excluded. Computerised tomogram on (B)(6) 2018: contraceptive device in the uterus / left tubal region, of linear morphology and with a small metallic component at its proximal end. This side approximately 20x14 mm. Gynaecological examination on (B)(6) 2020: during this meeting, an anteroposterior radiograph of the abdomen was observed after the intervention, in which no suggestive images of essure or fragments of it were observed. Only a nonspecific 1-2 mm pinpoint image appeared, which does not correspond to the essure device due to its radiodensity (compatible with intra-loop intestinal image, calcium deposit in sacrum). After visualizing the image provided by the patient corresponding to the photo of the essure device, its total integrity is verified (with the distal safety ends: plate and ball), as extracted from the intervention. The essure device showed both ends, which guarantee its integrity. At that time, the transvaginal ultrasound was repeated, visualizing a normal uterus and an echorefringent image (at the level of the left horn), of about 2 cm, with a spiral shape, compatible with the fingerprint or decubitus of the device. The meeting ended with the conclusion that the x-ray of the abdomen did not show images compatible with essure (radio-opaque device and, therefore, visible on x-ray radiographs). Hysterosalpingogram on (B)(6) 2011: essure technique control without contrast passage to tubes or peritoneum, correct tubal occlusion. Hysteroscopy on (B)(6) 2011: essure placed on left side without incidents, 10 intracavitary rings remain (right tube absence because of previous right salpingectomy due to ectopic pregnancy). Magnetic resonance imaging brain on (B)(6) 2016: two small, undetermined hyperintensities, likely without pathologic meaning. Pathology test on (B)(6) 2016: left salpingectomy. Diagnosis: chronic salpingitis and oophoritis. Uterine tubes without significant histological lesions. Macroscopic: a uterine tube 5.3 cm long and 5 mm in diameter is received, showing a brownish and smooth external surface. Macroscopic abnormalities are not identified in serial sections. Histological diagnosis issued on (B)(6) 2016: uterine tube without significant histological lesions. Physical examination on (B)(6) 2015: paravertebral discomfort. Global bm 4/5. Clinical judgment: left cervicobrachialgia. Ultrasound scan vagina on (B)(6) 2017: essure device is visualized in left uterine horn; on (B)(6) 2017: intramyometrial essure path in the left horm of 14 mm, both ovaries normal; on (B)(6) 2018: device displayed in the left horn of 20 mm, suggestive of the rest of the device, pelvic x-ray requested; on (B)(6) 2020: ultrasound finding at the level of the left horn, 2 cm, spiral, suggestive of fibrosis (post-withdrawal). X-ray of pelvis and hip on (B)(6) 2018: no metal debris displayed, we might think that there is a calcification and there are no essure remains, patient is removed from the waiting list for laparoscopy. Lot number: 731813, manufacture date: 2010-04, & expiration date: 2013-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingo-oophoritis ('chronic salpingitis and oophoritis') and device breakage ('remains inside the left horn / fragments of essure remained in uterus') in a 44-year-old female patient who had essure (batch no. 731813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was only inserted on left fallopian tube". The patient's medical history included posterior vitreous detachment (bilateral, no retinal lesions) on (B)(6) 2015, sensation of block in ear (blocking) on (B)(6) 2010, pigmented nevus on (B)(6) 2010, low back pain (without irradiation) in 2003, phlebitis in 2002, fibroadenoma of breast (right) in 2002, duodenal ulcer in 2002, dizziness (constant, lasted several months, remitted progressively (otolaryngology and ophthalmology without findings)) in 2000, ectopic pregnancy, salpingectomy (right salpingectomy due to ectopic pregnancy), multigravida (4, vomiting during pregnancy on (B)(6) 2002), parity 2, spontaneous abortion (1 with curettage), uterine abrasion, retinal tear and non-smoker. Menarche at age 14 years. Pilate's twice per week started in the past and continued. No known allergies. Concurrent conditions included lipoma (on left floating rib) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pelvic pain") and pain in extremity ("pain on left leg to the foot on day of insertion"). In (B)(6) 2012, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2013, the patient experienced dizziness postural ("dizziness when changing posture, with kinetics"). In 2014, the patient experienced headache ("right hemicranial headache, headache of right retro orbital predominance/ headache once per month") and vitreous floaters ("myodesopsias"). On (B)(6) 2016, the patient experienced helicobacter gastritis ("chronic antral gastritis with slight inflammatory activity, presence of helicobacter pylori"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("she has remains of the product inside in the left horn"). On an unknown date, the patient experienced salpingo-oophoritis (seriousness criteria medically significant and intervention required), abdominal pain ("progressive pain on leg and abdominal level"), back pain ("sacrum-coccyx pain, lumbar pain"), abdominal distension ("bloating sensation"), discomfort ("great inconvenience and discomforts, ailments"), immune system disorder ("her immunological system was affected"), sciatica ("sciatica"), loss of libido ("lost her sexual and couple life"), nausea ("nausea"), dysphonia ("dysphonia"), reflux laryngitis ("laryngitis by reflux/ peptic laryngitis"), vitreous detachment ("acute posterior vitreous detachment on right eye, posterior vitreous detachment in both eyes without retinal"), coccydynia ("coccydynia, coccyx pain"), eye pain ("pain in right eyeball"), cervicobrachial syndrome ("left cervicobrachialgia, left brachialgia") with back pain and neck pain, pineal gland cyst ("8 mm pineal cyst"), tinnitus ("ringing"), vision blurred ("blurry vision of predominance on right hemifield"), head discomfort ("feels dull"), migraine with aura ("frequent episodic migraine, with possible visual aura and pericranial hyperalgesia") with photophobia and periorbital pain, vertigo ("vertigo, rotatory dizziness"), depression ("depression") with apathy and fatigue, asthenia ("asthenia"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") with abdominal pain upper, dysphagia, dyspepsia and nausea, hiatus hernia ("type I hiatus hernia of about 2 cm"), lactose intolerance ("slight lactose intolerance"), menopause ("perimenopause") and vomiting ("vomiting") and was found to have weight increased ("gained weight "). The patient was treated with amoxicillin, betahistine hydrochloride, celecoxib (artilog), clarithromycin, dexketoprofen trometamol (enantyum), diazepam, domperidone, flunarizine, ibuprofen, metamizole, metamizole magnesium (nolotil), nadolol, naproxen, omeprazole, ranitidine, sulpiride (dogmatil), physical therapy, psychotherapy and surgery (left salpingectomy on (B)(6)2017 and new surgery for essure removal). Essure was removed on (B)(6)2016. At the time of the report, the salpingo-oophoritis and discomfort had resolved with sequelae, the device breakage, headache and complication of device removal had not resolved, the pelvic pain, abdominal pain, back pain, abdominal distension, immune system disorder, pain in extremity, sciatica, loss of libido, nausea, dysphonia, reflux laryngitis, vitreous floaters, vitreous detachment, coccydynia, eye pain, cervicobrachial syndrome, pineal gland cyst, tinnitus, vision blurred, head discomfort, vertigo, depression, gastrooesophageal reflux disease, hiatus hernia, weight increased, lactose intolerance, menopause and vomiting outcome was unknown, the amenorrhoea, migraine with aura and helicobacter gastritis had resolved and the dizziness postural was resolving. The reporter provided no causality assessment for amenorrhoea, asthenia, cervicobrachial syndrome, complication of device removal, depression, dizziness postural, dysphonia, eye pain, gastrooesophageal reflux disease, head discomfort, helicobacter gastritis, hiatus hernia, lactose intolerance, menopause, migraine with aura, nausea, pelvic pain, pineal gland cyst, reflux laryngitis, tinnitus, vertigo, vision blurred, vitreous detachment, vitreous floaters, vomiting and weight increased with essure. The reporter considered abdominal distension, abdominal pain, back pain, coccydynia, device breakage, discomfort, headache, immune system disorder, loss of libido, pain in extremity, salpingo-oophoritis and sciatica to be related to essure. The reporter commented: after essure removal, patient reported a significant improvement after surgery, but continued to suffer from pelvic pain/ discomfort, headaches, non-specific pharyngitis, migraine with possible visual aura and pericranial hyperalgia, among others. Psychological sequels. On (B)(6) 2017 she had consultation in gynecology confirming that she has remains of the product inside the left horn, for which the patient will need a surgery to remove the uterus. She was requesting a compensation due to the damages caused. Furthermore she explained that she was not informed about the adverse effects or contraindications as in her case, one fallopian tube. Nowdays, the symptoms have improved but she is presenting sequels (cosmetic damage, others unspecified). As consequence of secondary effects, patient underwent bilateral salpingectomy (discrepancy considering previous reported one fallopian tube), however as device was not completely removed, fragments of essure remained in uterus, reason for which she required an new surgery for its removal. As per consultation of (B)(6) 2020, the ultrasound findings were interpreted as fibrosis (post withdrawal). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Allergy test - on (B)(6) 2016: true test negative, no metal allergy, type IV hypersensitivity reaction excluded. Computerised tomogram - on (B)(6) 2018: contraceptive device in the uterus / left tubal region, of linear morphology and with a small metallic component at its proximal end. This side approximately 20x14 mm. Gynaecological examination - on (B)(6) 2020: during this meeting, an anteroposterior radiograph of the abdomen was observed after the intervention, in which no suggestive images of essure or fragments of it were observed. Only a nonspecific 1-2 mm pinpoint image appeared, which does not correspond to the essure device due to its radiodensity (compatible with intra-loop intestinal image, calcium deposit in sacrum). After visualizing the image provided by the patient corresponding to the photo of the essure device, its total integrity is verified (with the distal safety ends: plate and ball), as extracted from the intervention. The essure device showed both ends, which guarantee its integrity. At that time, the transvaginal ultrasound was repeated, visualizing a normal uterus and an echorefringent image (at the level of the left horn), of about 2 cm, with a spiral shape, compatible with the fingerprint or decubitus of the device. The meeting ended with the conclusion that the x-ray of the abdomen did not show images compatible with essure (radio-opaque device and, therefore, visible on x-ray radiographs). Hysterosalpingogram - on (B)(6) 2011: essure technique control without contrast passage to tubes or peritoneum, correct tubal occlusion. Hysteroscopy - on (B)(6) 2011: essure placed on left side without incidents, 10 intracavitary rings remain (right tube absence because of previous right salpingectomy due to ectopic pregnancy). Magnetic resonance imaging brain - on (B)(6) 2016: two small, undetermined hyperintensities, likely without pathologic meaning. Pathology test - on (B)(6) 2016: left salpingectomy. Diagnosis: chronic salpingitis and oophoritis. Uterine tubes without significant histological lesions. Macroscopic: a uterine tube 5.3 cm long and 5 mm in diameter is received, showing a brownish and smooth external surface. Macroscopic abnormalities are not identified in serial sections. Histological diagnosis (issued on (B)(6) 2016): uterine tube without significant histological lesions. Physical examination - on (B)(6) 2015: paravertebral discomfort. Global bm 4/5. Clinical judgment: left cervicobrachalgia. Ultrasound scan vagina - on (B)(6) 2017: essure device is visualized in left uterine horn; on (B)(6) 2017: intramyometrial essure path in the lfet horm of 14 mm, both ovaries normal; on (B)(6) 2018: device displayed in the left horn of 20 mm, suggestive of the rest of the device, pelvic x-ray requested; on (B)(6) 2020: ultrasound finding at the level of the left horn, 2 cm, spiral, suggestive of fibrosis (post-withdrawal). X-ray of pelvis and hip - on (B)(6) 2018: no metal debris displayed, we might think that there is a calcification and there are no essure remains, patient is removed from the waiting list for laparoscopy. Lot number: 731813, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha number received - ps/az/39548. No new clinical information received, update to imdrf/FDA codes only. On (B)(6) 2021: ha number received - ps/az/39548 we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), oophoritis ('chronic oophoritis'), device breakage ('she has remains of the product inside the left horn / fragments of essure remained in uterus'), immune system disorder ('her immunological system was affected'), vitreous detachment ('acute posterior vitreous detachment on right eye, posterior vitreous detachment in both eyes without retinal') and helicobacter gastritis ('chronic antral gastritis with slight inflammatory activity, presence of helicobacter pylori') in a 44-year-old female patient who had essure (batch no. 731813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was only inserted on left fallopian tube". The patient's medical history included dizziness (lasted several months, remitted progressively (otolaryngology and ophthalmology without findings)) in 2000, fallopian tube disorder (only one (left) fallopian tube), ectopic pregnancy, salpingectomy (right), multigravida (4), parity 2, spontaneous abortion (1 with curettage), uterine abrasion, fibroadenoma, retinal tear and non-smoker. Menarche at age 14 years. Pilates twice per week started in the past and continued. No known allergies. Concurrent conditions included congenital fallopian tube anomaly. In march 2011, the patient experienced pain in extremity ("pain on left leg to the foot on day of insertion"). On (B)(6) -2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pelvic pain"). In 2014, the patient experienced vitreous floaters ("myodesopsias"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("she has remains of the product inside in the left horn"). In 2016, the patient experienced the first episode of amenorrhoea ("amenorrhea"). In 2017, the patient experienced the second episode of amenorrhoea ("amenorrhea"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criterion medically significant), discomfort ("great inconvenience and discomforts, ailments"), back pain ("sacrum-coccyx pain, lumbar pain"), loss of libido ("lost her sexual and couple life"), immune system disorder (seriousness criterion medically significant), sciatica ("sciatica"), neck pain ("mechanical cervicalgia which irradiates to left upper limb/ mechanical cervicalgia, pain on bilateral paravertebral cervical musculature"), nausea ("nausea"), dizziness postural ("dizziness when changing posture, with kinetics"), abdominal distension ("bloating sensation"), dysphonia ("dysphonia"), reflux laryngitis ("laryngitis by reflux/ peptic laryngitis"), vitreous detachment (seriousness criterion medically significant), coccydynia ("coccydynia, coccyx pain"), headache unilateral ("right hemicranial headache, headache of right retro orbital predominance"), eye pain ("pain in right eyeball"), cervicobrachial syndrome ("left cervicobrachialgia, left brachialgia") with back pain, pineal gland cyst ("8 mm pineal cyst"), tinnitus ("ringing"), the first episode of photophobia ("photophobia"), vision blurred ("blurry vision of predominance on right hemifield"), head discomfort ("feels dull"), migraine with aura ("frequent episodic migraine, with possible visual aura and pericranial hyperalgesia"), vertigo ("vertigo, rotatory dizziness"), depression ("depression") with apathy and fatigue, abdominal pain ("progressive pain on leg and abdominal level"), periorbital pain ("periocular discomforts accompanied by photophobia"), asthenia ("asthenia"), gastrooesophageal reflux disease ("gastroesophageal reflux disease") with abdominal pain upper, dysphagia and nausea, dyspepsia ("digestive problem, post prandial heaviness"), the second episode of photophobia ("intense photophobia"), hiatus hernia ("type I hiatus hernia of about 2 cm"), helicobacter gastritis (seriousness criterion medically significant), lactose intolerance ("slight lactose intolerance"), menopause ("perimenopause"), vomiting ("vomiting"), headache ("headache once per moth associated to menstruation and another punctual episode"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels") and cerebral disorder ("cerebral null") and was found to have weight increased ("gained weight "). The patient was treated with amoxicillin, betahistine hydrochloride, celecoxib (artilog), clarithromycin, dexketoprofen trometamol (enantyum), diazepam, domperidone, flunarizine, ibuprofen, metamizole, metamizole magnesium (nolotil), nadolol, naproxen, omeprazole, ranitidine, sulpiride (dogmatil), physical therapy, psychotherapy and surgery (left salpingectomy on (B)(6) 2017 and new surgery for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis and discomfort had resolved with sequelae, the device breakage, complication of device removal and headache had not resolved, the pelvic pain, back pain, pain in extremity, loss of libido, immune system disorder, sciatica, neck pain, nausea, abdominal distension, dysphonia, reflux laryngitis, vitreous floaters, vitreous detachment, coccydynia, headache unilateral, eye pain, cervicobrachial syndrome, pineal gland cyst, tinnitus, vision blurred, head discomfort, vertigo, depression, abdominal pain, periorbital pain, gastrooesophageal reflux disease, the last episode of photophobia, hiatus hernia, weight increased, lactose intolerance, menopause, vomiting, adverse event, mental disorder and cerebral disorder outcome was unknown, the dizziness postural was resolving and the migraine with aura, helicobacter gastritis and the last episode of amenorrhoea had resolved. The reporter provided no causality assessment for asthenia, cerebral disorder, cervicobrachial syndrome, complication of device removal, depression, dizziness postural, dyspepsia, dysphonia, eye pain, gastrooesophageal reflux disease, head discomfort, helicobacter gastritis, hiatus hernia, lactose intolerance, menopause, migraine with aura, nausea, neck pain, pelvic pain, periorbital pain, pineal gland cyst, reflux laryngitis, tinnitus, vertigo, vision blurred, vitreous detachment, vitreous floaters, vomiting, weight increased, the first episode of amenorrhoea, the first episode of photophobia, headache, the second episode of amenorrhoea and the second episode of photophobia with essure. The reporter considered abdominal distension, abdominal pain, adverse event, back pain, coccydynia, device breakage, discomfort, headache unilateral, immune system disorder, loss of libido, mental disorder, oophoritis, pain in extremity, salpingitis and sciatica to be related to essure. The reporter commented: on (B)(6) 2017 she had consultation in gynecology confirming that she has remains of the product inside the left horn, for which the patient will need a surgery to remove the uterus. She was requesting a compensation due to the damages caused. Furthermore she explained that she was not informed about the adverse effects or contraindications as in her case, one fallopian tube. Nowadays, the symptoms have improved but she is presenting sequels (unspecified). As consequence of secondary effects, patient underwent bilateral salpingectomy (discrepancy considering previous reported one fallopian tube), however as device was not completely removed, fragments of essure remained in uterus, reason for which she required an new surgery for it s removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Allergy test - on (B)(6) 2016: negative. Computerised tomogram - on (B)(6) 2018: contraceptive device in the uterus / left tubal region, of linear morphology and with a small metallic component at its proximal end. This ide approximately 20x14 mm. Gynaecological examination - on (B)(6) 2017: results: remains of essure in left horn. Hysterosalpingogram - on (B)(6) 2011: essure technique control without contrast passage to tubes or peritoneum.. Magnetic resonance imaging brain - on (B)(6) 2016: two small, undetermined hyper intensities, likely without pathologic meaning. Physical examination - on (B)(6) 2015: paravertebral discomfort. Global bm 4/5. Clinical judgment: left cervicobrachalgia.. Most recent follow-up information incorporated above includes: on 23-jul-2020: medical records provided. Information added: complete date of birth and essure insertion date, essure indication, lot number, medical history, lab tests, event (chronic oophoritis). On 23-jul-2020: imaging exams provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ("chronic salpingitis") and device breakage ("she has remains of the product inside the left horn") in a (B)(6) years-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fallopian tube disorder (patient had only one fallopian tube due to salpingectomy right for ectopic pregnancy), gravida 4, para 2, 1 spontaneous abortion with curettage, fibroadenoma, menarche at (B)(6) years of age, in 2000 constant dizziness episode which lasted several months, nothing found on examinations at the time. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("she has remains of the product inside in the left horn"). Consumer sent medical records (see also test section, none available before 2013) and reported: since essure insertion, she had experienced pelvic pain, sacrum-coccyx pain and pain on left leg (casually the side in which essure was inserted). On the same day of insertion she came out with intense pain on left leg to the foot, which impeded her to walk normally, and kept her in bed and taking analgesics. She lost her sexual and couple life as she was limited by intense pelvic pain, which impeded her to have a normal life due to lumbar and coccyx pain, as well as her immunological system was affected. She has recurred to physiotherapist in order to alleviate lumbar pain, sciatica, etc. On (B)(6) 2013, she looked for medical advice due to cervicalgia of years of evolution without traumatic antecedent, for which she has performed physiotherapeutic treatment without improvement. Refers nausea and dizziness when changing posture (cervical spine antepulsion and lateralization to the left). It irradiates to left upper limb. Visual analogue scale 6-7. Treatment artilog 200 mg. She has noticed improvement. Anteroposterior and lateral cervical column x ray performed in which alterations were not observed. Exploration: pain on bilateral paravertebral cervical musculature. Clinical judgment: mechanical cervicalgia. Warms compresses twice per day during 15 minutes are recommended. On (B)(6) 2013, she referred to otorhinolaryngology service in order to assess origin of dizziness with cervical movements and during work time. Dizziness without clario object turning, occasionally associated to nausea which last seconds. Posterior bloating sensation. Without otologic antecedents. Patient has been taking dogmatil for more than one month for dizziness. Otorhinolaryngologic exploration without findings. Diagnosis: dizziness of doubtful vestibular origin. Patient should not take dogmatil unless she experiences intense rotatory dizziness with nausea and vomiting. On (B)(6) 2013, she looked for medical advice as she continues experiencing dizziness without changes, which she associates to cervical problems. She is also experiencing dysphonia. Exploration with endoscopic data of laryngitis by reflux. Treatment with omeprazole (20/bid) is started; thyroids echography was requested. On (B)(6) 2014, thyroids echographic study without significant findings. Fibrolaryngoscopy without alterations. Diagnosis: vestibular pathology was discarded. Peptic laryngitis. On (B)(6) 2014, she experienced myodesopsias of 5-6 days of evolution. Ophthalmologic exploration diagnosis was acute posterior vitreous detachment on right eye. On (B)(6) -2015, she remitted due to chronic cervicalgia with worsening in the last two years and coccydynia. Along to cervicalgia, she experiences continuous dizziness sensation, right hemicranial headache with pain in right eyeball. Patient does not notice improvement despite rehabilitation exercises learned at cervical school. She takes serc, nolotil, ibuprofen without improvement. Sometimes she experiences left brachialgia. Physical exploration: bilateral paravertebral discomfort. Global bm 4/5. Clinical judgment: left cervicobrachialgia. On (B)(6) 2015, on MRI 8 mm pineal cyst observed without significant alterations (no previous test). She continued having dizziness sensation and headaches which were becoming more frequent. On (B)(6) 2015, antecedents reported, posterior vitreous detachment in both eyes without retinal damage. Patient remitted from rehabilitation service due to dizziness. She experienced dizziness and headache of several years of evolution which started years ago, which seems to have worsened in the last year. She refers deep puncture-like headache at right eyeball level which irradiates to holocranial level, which refers as pulsatile. She presents it 2-3 times per week and usually remits with enantyum. Pain worsened while sitting, without circadian variations. Associates discomfort, with nausea sensation without vomiting, with ringing and photophobia. She associates them with menstruation. She usually notices blurry vision of predominance on right hemifield. In parallel she experiences constant dizziness sensation, like dull, which worsened when it is associated to headache episodes and when she is in lying position. It interferes with her daily life. She is taking serc since several months ago without improvement. In other occasions she has presented dizziness with different characteristics, with kinetic sensation; so she has to lie on bed and it lasts for one day. About fifteen years ago she experienced a constant dizziness episode which lasted several months, which remitted progressively. She was studied by otolaryngology and ophthalmology without finding alterations. Diagnosis: frequent episodic migraine, with possible visual aura and pericranial hyperalgesia. Dizziness of unspecified characteristics. Treatment with enatyum 25 mg or naproxen 550 mg up to one tablet every 8-12 hours. Imigran neo 50 mg if needed. On (B)(6) 2016, brain magnetic resonance was performed in which two small, undetermined hyper intensities, likely without pathologic meaning. In the last month patient has experienced headache almost daily, of right retro orbital predominance, less intense. She has taken nsaids daily. On (B)(6) 2016, she looked for medical advice due to pelvic pains (abdominal swelling, coccyx pain) which she associates to essure insertion. Also she associated headache to essure. Normal results were obtained on vaginal exploration, speculoscopy, and echography. On (B)(6) 2016, at gynecology visit she expressed her desire for essure removal. She experiences bilateral pain on lumbar zone, more intense on left side, coccyx pain, sciatica-like pain on left lower limb, headache, migraine, vertigo, blurry vision, apathy, depression, tiredness, difficulty to perform daily activities. Assessment by allergy and psychiatry was requested in order to determine if patient is allergic to metals. On (B)(6) 2016, epicutaneous patches with true test+metals+methacrylates are placed; on (B)(6) -2016 negative allergy tests obtained. On (B)(6) 2016, she is diagnosed with chronic salpingitis for which salpingectomy proposed and on (B)(6) 2016, left salpingectomy and device extraction performed without incidents. On (B)(6) 2016, she was better. Intense migraines have disappeared. She occasionally experiences periocular discomforts accompanied by photophobia which she tolerates. Refers asthenia. On (B)(6)2016, gynecological normal. On (B)(6) 2016, she came as she has been experiencing oropharyngeal foreign body sensation with difficulty to swallow liquids and solids since about five months. She also refers nausea, epigastralgia and post prandial heaviness. She refers partial improvement with ranitidine intake and later omeprazole. She was at otorhinolaryngology consultation with fibroscopy without clear pathological findings. Gastroscopy is proposed. She takes omeprazole 20mg/qd. Patient's weight and height: 60 kg, 159 cm. Diagnosis: dysphagia. Likely gastroesophageal reflux disease (gerd). Recommendations regarding esophageal reflux are proposed. On (B)(6) 2016, she experienced headache twice per week which she controls taking metamizole as she has a digestive problem. Trigger: it always appear with menstruation. She continues experiencing intense photophobia and occasional dizziness. Treatment with flunarizine started. On (B)(6) 2016, gastroscopy showed moderate superficial chronic gastritis on gastric mucosa of antral type with slight inflammatory activity. Positive presence of helicobacter pylori. Treatment with omeprazole - clarithromycin- amoxicillin (oca) 10 has been prescribed and later negative presence of h pylori in stools, however she continues experiencing upper dysphagia sensation, especially with certain food (dried fruits) or dairy products. It was recommended to continue taking omeprazole; domperidone is added 1/8h before every meal, it should be reduced to 1/12h before breakfast and dinner is she improves. Lactose intolerance test was requested. Diagnosis: gerd. Hiatus hernia. Chronic gastritis with positive h. Pylori eradicated with oca 10. On (B)(6) 2017, she is much better. She continued experiencing headache twice per month which coincide with menstruation. She manages them with naproxen. Dizziness had also improved. Treatment with flunarizine is maintained 5 mg every night until next appointment. On (B)(6) 2017, she had amenorrhea for 2 months, also the year before in (B)(6)-2016. Echography showed essure device remnants were observed on left horn. Patient refers improvement of symptomatology that she experienced previous to surgical intervention. Clinical judgment: gynecologic normality. Perimenopause. On (B)(6) 2017, she stated she was well, had has gained weight as she has been eating with appetite. She continues taking omeprazole. She takes domperidone at need with good clinical control. Lactose intolerance tests showed slight lactose intolerance. On (B)(6) 2017, headache twice per week improved on flunarizine once per moth associated to menstruation and another punctual episode. She manages them with naproxen which results effective. Regarding dizziness, she was also much better. The reporter commented: on (B)(6) 2017 she had consultation in gynecology confirming that she has remains of the product inside the left horn, for which the patient will need a surgery to remove the uterus. She was requesting a compensation due to the damages caused. Furthermore she explained that she was not informed about the adverse effects or contraindications as in her case, one fallopian tube. Nowadays, the symptoms have improved but she is presenting sequels (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: remains of essure in left horn anteroposterior and lateral cervical column x ray on (B)(6) -2013: result: no alterations (no previous test provided) otorhinolaryngologic exploration - on (B)(6) 2013: result: without findings. Diagnosis: dizziness of doubtful vestibular origin endoscopy - on (B)(6) 2013: result: laryngitis by reflux thyroids ultrasound - on (B)(6) 2014: result: without significant findings. Fibrolaryngoscopy - on (B)(6) 2014: result: without alterations. Diagnosis: vestibular pathology was discarded. Peptic laryngitis. Ophthalmologic exploration - on (B)(6) 2014: result: visual acuity on right eye 1 (without correction); visual acuity on left eye 0.9 (without correction); subjective refraction -0.50x80 av 1, +0.25 -0.50 x 90 av1, add +1.00. Biomicroscopy (anterior segment): normal anterior pole. Intraocular pressure (right eye) 14,00; intraocular pressure (left eye) 15,00. Back of the eye: goldman from right eye: normal optic nerve head, normal macula and vessels, clear vitreous, periphery without alterations. Binocular left eye, laser impacts at xi h, rest of exploration is normal. Diagnosis: acute posterior vitreous detachment on right physical exploration - on (B)(6) 2015: result: paravertebral discomfort. Global bm 4/5. Clinical judgment: left cervicobrachialgia. MRI cervical spine - on (B)(6) 2015: result: 8 mm pineal cyst. Conclusion: without significant alterations (no previous report available) physical exploration - on (B)(6) 2015: result: : bilateral paravertebral discomforts. Points of pericranial myofascial pain. Discomfort at palpation of right gon. Diagnosis: frequent episodic migraine, with possible visual aura and pericranial hyperalgesia. Dizziness of unspecified characteristics. Brain MRI - on (B)(6) 2016: result: two small, undetermined hyper intensities, likely without pathologic meaning gynecological vaginal exploration, speculoscopy / ultrasound - on (B)(6) 2016: diagnosis: normal allergy test - on (B)(6) -2016: epicutaneous patches with true test+metals+methacrylates placed: on (B)(6) 2016: negative allergy tests obtained consultation - on (B)(6) 2016: result: diagnosis: dysphagia. Likely gastroesophageal reflux disease (gerd). Gastroscopy - on (B)(6) 2016: result: diagnosis: type I hiatus hernia of about 2 cm. Suggestive image of chronic antral gastritis. Gastric antrum biopsy: moderate superficial chronic gastritis on gastric mucosa of antral type with slight inflammatory activity. Positive presence of helicobacter pylori. Distal esophagus biopsy: pavement esophageal mucosa without histological relevant lesions. Diagnosis: gerd. Hiatus hernia. Chronic gastritis with positive h. Pylori eradicated with oca 10. Lactose intolerance tests - on (B)(6) 2017: result: slight lactose intolerance the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 57 cases. Device breakage. The analysis in the global safety database revealed 1649 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(4) 2017: additional information provided from the consumer: age, medical history and clinical reports. New events were added: pelvic pain, sacrum-coccyx pain, pain on left leg to the foot which impeded her to walk normally, she lost her sexual and couple life, lumbar pain, her immunological system was affected, ailments, sciatica, cervicalgia which irradiates to left upper limb/ mechanical cervicalgia, nausea, dizziness when changing posture, pain on bilateral paravertebral cervical musculature, bloating sensation, dizziness, cervical problems, dysphonia, laryngitis by reflux/ peptic laryngitis, myodesopsias, acute posterior vitreous detachment on right eye, chronic cervicalgia, coccydynia, continuous dizziness sensation, right hemicranial headache, pain in right eyeball, left brachialgia, bilateral paravertebral discomfort, left cervicobrachialgia, 8 mm pineal cyst, headaches which are becoming more frequent, dizziness, posterior vitreous detachment in both eyes without retinal damage, dizziness worsening, headache worsening, deep puncture-like headache at right eyeball level which irradiates to holocranial level, discomfort, nausea, ringing, photophobia, blurry vision of predominance on right hemifield, chronic salpingitis amongst others. Test results and remedial drugs were added. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ("great inconvenience and discomforts") and device breakage ("she has remains of the product inside the left horn") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fallopian tube disorder (patient had one fallopian tube). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("she has remains of the product inside in the left horn"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy was performed on (B)(6) 2016). At the time of the report, the pelvic discomfort had resolved with sequelae and the device breakage and complication of device removal had not resolved. The reporter considered device breakage and pelvic discomfort to be related to essure. The reporter provided no causality assessment for complication of device removal with essure. The reporter commented: on (B)(6) 2017 she had consultation in gynecology confirming that she has remains of the product inside the left horn, for which the patient will need a surgery to remove the uterus. She was requesting a compensation due to the damages caused. Furthermore she explained that she was not informed about the adverse effects or contraindications as in her case, one fallopian tube. Nowadays, the symptoms have improved but she is presenting sequels (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2017: remains of essure in left horn. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred terms: pelvic discomfort. The analysis in the global safety database revealed 26 cases. Device breakage. The analysis in the global safety database revealed 1628 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: quality-safety evaluation of ptc. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.